Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that yesterday she woke up with a high blood glucose level of 449 mg/dl. Customer stated that she almost went to the emergency room. Customer stated that she could not treat with the pump and see results. Customer decided to change her infusion set and noticed that the set was detached. Customer stated that it had been functioning until her bedtime. Customer stated that the set must have detached at midnight. Customer treated with the pump after reconnecting the set. Customer manually pushed the plunger very slowly after replacing the plunger and verified that the insulin exits the tubing. Customer stated that the reservoir was not a secure connection. Customer was advised to fill a new reservoir. Customer was advised that the pump is working as designed. Customer will send back 2 reservoirs and will be sent replacements.